Manufacturer narrative:
B3: event date is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. D6a: implant date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-03634. It was reported that the patient underwent surgical intervention in which the ipg was explanted and replaced. During the procedure it was discovered that the patient's lead was fractured and has high impedances, the patient still has therapy. Patient's therapy was restored post op.